Event description:
It was reported that the patient was experiencing pain at the ipg site. Symptom persist whether the stimulation was on or off. The patients ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively with great coverage. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and the patient had been experiencing a shocking burning sensation and pain at the ipg site. Symptoms persist whether the stimulation was on or off. The patients ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively with great coverage. The explanted ipg will be returned. With all the available information, boston scientific concludes that the reported event was not confirmed. Hence, the probable cause selected for this complaint is no problem detected. No escalation is required at this time. No escalation is required at this time.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Symptom persist whether the stimulation was on or off. The patients ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively with great coverage. The explanted ipg will be returned.